Event description:
It was reported that during a bone biopsy procedure, the health care professional was allegedly not able to get the core out of the needle. It was further reported that cannula allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: three electronic photos were provided and it was reviewed. The first photo shows two manual drivers in which an introducer ejector rod was loaded onto one of the manual drivers, a introducer cannula was loaded onto an other manual driver, a biopsy ejector rod was noted to be bent and the user shows a broken part of a biopsy cannula. The second photo shows an introducer ejector rod was loaded the manual driver and a bent biopsy ejector rod. The third photo shows the biopsy cannula in which its upper part (blue colored hub) was noted to be broken. Based on the provided photos, both reported bent and break can be confirmed, however, the reported failure to obtain sample cannot be confirmed. Therefore, the investigation is confirmed for both reported bent and break as the provided photos shows the bent and break of the needles, the investigation is inconclusive for the reported failure to obtain sample as no objective evidence was provided. A definitive root cause for the reported failure to obtain sample, reported break and reported bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: g4, h6 (result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone biopsy procedure, the health care professional was allegedly not able to get the core out of the needle. It was further reported that cannula allegedly broken. There was no reported patient injury.